Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While removing a tab from an expedium verse screw, the tab broke lower than it should. This removed the top notch feature and the top portion of the threads. This caused additional information received from rep 14mar2018: when it was recognized by the surgeon that the screw was broken and could not be properly final tightened due to the missing threaded portion of the screw, it was removed and immediately replaced with an identical screw. This screw and the rest of the screws used all apparently worked as expected and the fusion procedure was completed. The only consequence to the patient in my estimation a few minutes additional operative time. Patient consequence? No. Action taken for procedure:the screw was removed and replaced. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.